Manufacturer narrative:
No information was provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Event log showed high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly. Functional testing found the unit was able to calibrate. The downstream occlusion sensor is operable. The sensor output was 166 mv in the menu and changed as pressure was applied. In user mode the dso (downstream occlusion sensor) passed pressure testing at 22 psi. During investigation, found excessive loctite used to glue the downstream occlusion sensor seal onto the bezel. Recommend replacing downstream occlusion sensor as customer concern/preventative measure.. Device passed all functional testing, unable to replicate the reported issue. The event log findings will be monitored via an internal ncr and trend analysis for increase in occurrence. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: correction: model number: 2110.